Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer stated that the auto mode feature was activated at the time of reported event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced breathing difficulties and vomiting. Customer was treated at hospital with insulin drip and fluids. Customer reported that they have contacted their health care professional regarding high blood glucose. Customer stated that the cannula was bent at the infusion set and troubleshooting was provided for bent cannula. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.